Event description:
It was reported that during a breast biopsy procedure, using the mst8 probe, their tissue marker did not deploy. They changed markers and had the same issue. They changed to a third device and the plastic tip sheared off. They switched to a different marker and completed the case with no consequence to the patient.

Manufacturer narrative:
Date sent: 09/08/2009. Clear tube applier stretched, clear tip sheared at distal tip. Evaluation summary: the analysis results of the mrm4008 device a found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. Additionally, the introducer tube was noted stretched at handle area. A corrective action has been initiated to address the root cause of the deployment issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the mrm4008 device b found that it was received with the introducer tube stretched at handle area; causing that the device could not deploy the collagen plug. A corrective action has been initiated to address the root cause of the deployment issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9gm5j, expiration date: 04/2014. Manufacturing date: 05/2009. Clear tube applier stretched. The analysis results of the mrm4008 device c found that it was received with the introducer tube stretched at the handle area; therefore, the device would not deploy the collagen plug as intended. A corrective action has been initiated to address the root cause of the deployment issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # f9gm5j, expiration date: 04/2014. Manufacturing date: 05/2009. Clear tube applier stretched.